Event description:
It was reported that this device was programmed to asynchronous mode pre-operatively. The procedure was completed and the patient was discharged, but the device was not programmed out of voo mode. The patient presented at the emergency room (ER) approximately one month later with symptoms of heart failure; at this time it was not noticed that the device was still in asynchronous mode and the patient was released with no changes to device programming. The patient again presented at the emergency room and the issue was addressed. No additional adverse patient effects were reported.

Event description:
It was reported that this device was programmed to asynchronous mode pre-operatively. The procedure was completed and the patient was discharged, but the device was not programmed out of voo mode. The patient presented at the emergency room (ER) approximately one month later with symptoms of heart failure; at this time it was not noticed that the device was still in asynchronous mode and the patient was released with no changes to device programming. The patient again presented at the ER and the issue was addressed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update field e1.